Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and confirmed that host pc was not booting up. Upon troubleshooting, rse found that the data monitor in the control room showed no video, and the review monitor was grey. To resolve this issue, fse went onsite and reseated the connection on the back of the data monitor to restore the images. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.